Manufacturer narrative:
(B)(4).

Event description:
Clarification: the patient was unaffected. No adverse consequences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when reviewing session records a drop in battery voltage was observed and longevity was not updating. The battery voltage has been varying during the last month. Re-interrogation of the device noted the battery voltage back to 2.6v with estimated remaining longevity of 2.4-3.1 years. There was adverse consequence to the patient.